Event description:
It was reported that there was a patient alert due to noise, oversensing, high and fluctuating impedance on the right ventricular (rv) lead. At this time the patient will be observed for the next four weeks and no changes have been made. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual lead involved in the event was not received; however, performance data was collected from the device and has been analyzed. High resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 21:00:09. Weekly pace lead impedance trend data show various spike increases for min and max ventricular pace bi impedance = 457 to 1558 ohms peak between (B)(6) 2011 and (B)(6) 2012. Lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(6) 2011 22:58:23. Sensing/oversensing: 14 - ventricular nst <=190 ms between (B)(6) 2012 17:08:35 and (B)(6) 2012 23:39:05.